Event description:
An implantable cardioverter defibrillator (ICD) system was returned from (B)(6) funeral home stating cause of death was "end of life". Information identified in the paperwork indicated the patient died approximately 5 months post implant of the ICD system. Additional information regarding the death of the patient was requested and not received.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).